Event description:
Customer reported fluid from the secondary (chemo) backed up into the primary (saline). There was no patient harm reported and no medical intervention was required. Although requested, no additional event or patient information provided by the user.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.